Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported alarm 274 - "flow measured proximally is greater than the flow delivered" with 3 pc. Iflow 200 s of batch 4716 even if the circuit system test was successful. So total of affected sensors is 3 pc. Also, they had to switch to bag ventilation while exchanging the proximal flow sensor.

Event description:
Customer reported alarm 274 - flow measured proximally is greater than the flow delivered. There were 3 pieces sensors affected the iflow 200 s of batch 4716 even if the circuit system test was successful. Customer confirmed that the patient was switch to a manual resuscitation bag while exchanging the proximal flow sensor. There was a patient involvement but no harm and no medical intervention occurred in this reported event.